Event description:
The customer discovered questionable hemoglobin a1 (hba1c) results for multiple patient samples when the results were questioned by a physician. The field service representative had accidentally deleted the hba1c application when the software for the analyzer was updated. The field service representative reinstalled the assay and found the customer had been using the wrong formula for the hba1c assay. All hba1c results were different by an average of 2.1%. The results for a total of 1078 patient samples had to be corrected due to the incorrect formula. Only the results for one patient sample were provided. The initial result was 3.2% and the repeat result was 5.3%. The repeat result was believed to be correct. There was no adverse event that the customer was aware of. The hba1c reagent lot number was 69655201 with an expiration date of 07/31/2015. The field application specialist confirmed the issue with the calculation. The calculation was corrected, the assay recalibrated, and correct qc data was entered. The customer calibrated and ran qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.